Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it alarming continuously with a black lcd touchscreen was confirmed. Ventec confirmed that the alarm being heard from the device was the inop alarm. Ventec replaced the control board to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the control board, however, further component level cause could not be conclusively determined. The investigation for this event was completed after conducting a retrospective review of service records and is considered to be a late MDR.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec the device was continuously alarming and had a black lcd touchscreen display when they attempted to power it on. The device could not be powered off because the screen was black and the power button was unresponsive when pressed. In this state, the device would be inoperable. There was no patient use associated with the reported event.